Event description:
Package missing contents. The customer reported via the sales representative that when opened, the packaging did not contain any centralizers. It is further reported that the surgeon implanted the stem without using centralizers.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (package missing contents) and product code (jdi).